Event description:
A (B)(6) male stemi taken to cath lab for emergent left heart catheterization with interventions. Percutaneous cannulation of right femoral artery sheath insertion was successful. Coronaries were visualized and 100% rca blockage identified. Stent placed in proximal segment of vessel without difficulty. Perfusion obtained with minimal flow due to distal lesion beyond first stent. Second stent inserted across distal lesion. Upon first inflation at low atmosphere, balloon did not hold pressure. Partial stent deployment obtained and after multiple attempted inflations, deployment was unsuccessful. Cardiologist attempted to remove balloon and met resistance. Balloon catheter separated at midpoint of catheter. Guidewire secured and remained in place for transport to higher level of care for surgical intervention. Pt stable at time of transport.